Event description:
The customer reported the waste bottle had cracked and slowly leaked fluid involving access immunoassay system. The customer had been collecting the fluid into a bin and emptied it daily for approximately two weeks. The customer stated involved personnel had on personal protective equipment (ppe), gloves and a laboratory coat during the event. No patient results were impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. Beckman coulter, inc. Customer technical service (cts) sent the customer a replacement bottle.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer has a standard safety plan for biohazard exposure at the facility. (B)(4).